Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the ipg. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient needed to charge the ipg more often. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient needed to charge the ipg more often. The patient will undergo an ipg explant procedure.